Event description:
Pt presented to dr's office with a left knee problem. There is a probable infection with inflammation. Pt had a left total knee replacement performed in 2003. Procedure was performed by dr. Pt will undergo an irrigation and debridement with single stage reimplantation of new prosthesis.